Manufacturer narrative:
Product ID 8709sc, serial# (B)(6), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that a critical alarm was heard and confirmed by telemetry due to zero ml reservoir reached. Low reservoir occurred on (B)(6) and empty alarm occurred on (B)(6). It was noted that another physician filled the pump and did not make the patient aware of when her next refill date was, which was the reason the patient ¿missed it.¿ there was no therapy or medial problem, the patient did not have any symptoms. The device system was used to infuse lioresal. Additional information has been requested, but was not available as of the date of this report.